Event description:
Additional information was provided. The reported issue occurred during an unknown procedure and the procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received (updated b3/b5), and corrections to h4 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the device but the cause of the invasion could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned, it was observed, the cable was submerged, the connector part connector was punched in, the cable part cable was twisted, the head switch had scratches, and the head scope mount was bent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had bad image quality. Upon inspection of the customer¿s returned device it was observed, the device did not have image due to board failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.